Event description:
The perfusionist reported that twenty minutes after arresting the heart, blood exiting the oxygenator was black. The device was changed out. The procedure was an ascending aorta dissection repair with a single CABG. The dissection ran into all three head vessels and to the renal arteries. It was reported that the pt expired.

Manufacturer narrative:
Sorin group (B) (4) manufactures the primo2x oxygenator. The oxygenator is approved for distribution in the united states. The 510(k) number is k050447. The oxygenator is a component of the heart lung perfusion pack. The incident occurred at (B) (6) hospital in (B) (6), (B) (6). This medwatch report is filed on behalf of sorin group (B) (4). The perfusionist reported that during the procedure. The blood coming from the outlet of the oxygenator was black. The blender and the gas lines were checked but no issues were found. The unit was changed out. The primo2x oxygenator was returned to sorin group USA for eval. Visual inspection did not reveal any abnormalities. The returned oxygenator was tested for oxygen and carbon dioxide transfer. A control unit was tested for comparison. Test results showed that the returned device did meet product specifications with regard to gas exchange and was comparable to the control unit. Manufacturing records showed no deviations. The device successfully passed all in-process test procedures prior to release. Based on the above results, it was concluded that the returned primo2x oxygenator was manufactured properly and found to be functionally sound. No further action is deemed necessary.